Manufacturer narrative:
Product evaluation: evaluation of the indigo angled attachment found that the output and non-flanged bearings were worn, and the laser markings were faded. All required components were replaced. Item was repaired, tested and passed all manufacturer specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: device received in service and repair. Pre-repair temperature testing performed; after running the indigo attachment for 1 minute, the temperature at the attachment to the motor was 124 f. Further evaluation and repair in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During functional testing of the returned loaner indigo attachment, the service technician found that the device overheated within 1 minute. There was no patient involvement.